Manufacturer narrative:
Device is not returning for investigation. Rep stated that the two inferior screws failed locking mechanism was removed and then discarded per banner policy. The 4-level plate assembly (pn: 19-0478, ln: e12) was not returned for investigation. However, based on the x-ray image provided it can be confirmed that a screw is backing out and the locking tab has pulled away from the plate. It is possible the locking tab could have been subjected to overload by leaving the screws proud causing the locking tab to stress at fillet which is a weaker cross section of the design. However, with the limited available information and the device not returned for examination, the root cause of the product complaint cannot be determined. A review of the product DHR showed that all inspections met design specifications. A review of ncmr databases did not reveal any nonconformance's related to this investigation.

Event description:
It was reported that the patient went in for a 6 week follow up. Patient hardware was intact. At 4 months a locking mechanism failed. Two inferior screws and failed locking mechanism were removed and discarded per (B)(6) hospital policy. Device not returning. A revision was performed on (B)(6) 2024. No known non-union. No issues intraoperatively. Patient had no fall or any acute injury. Rev. 1 correct component code to 907 plate (00016).

Manufacturer narrative:
Device is not returning for investigation. Rep stated that the two inferior screws failed locking mechanism was removed and then discarded per banner policy. The 4-level plate assembly (pn:19-0478 ln: e12) was not returned for investigation. However, based on the x-ray image provided it can be confirmed that a screw is backing out and the locking tab has pulled away from the plate. It is possible the locking tab could have been subjected to overload by leaving the screws proud causing the locking tab to stress at fillet which is a weaker cross section of the design. However, with the limited available information and the device not returned for examination, the root cause of the product complaint cannot be determined. A review of the product DHR showed that all inspections met design specifications. A review of ncmr databases did not reveal any nonconformance's related to this investigation.

Event description:
It was reported that the patient went in for a 6 week follow up. Patient hardware was intact. At 4 months a locking mechanism failed. Two inferior screws and failed locking mechanism were removed and discarded per banner hospital policy. Device not returning. A revision was performed on (B)(6) 2024. No known non-union. No issues intraoperatively. Patient had no fall or any accute injury.